Event description:
Revision surgery - the patient expressed they were having pain and limited mobility due to the initial surgery.

Manufacturer narrative:
The reason for this revision surgery was reported as pain and limited mobility. The length of in vivo service was 5.1 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 1 prior complaint reported against this part; summary of investigations: one for loosening. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the joint pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.